Event description:
During the procedure, it was reported that a piece of the device fell off into the patient. The complaint was uncertain if the piece had been removed from the patient. The procedure was completed with a second device and the patient was reported to be "stable post procedure".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.